Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The black box showed no evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to be cracked at the case seal. The battery cap secured properly to the pump. During testing, the ez-prime steps were performed correctly. Pump current draws measured within specifications. The pump¿s cover was removed; no intermittent condition was found to the power circuit or pcb. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, the display screen was found to dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)